Event description:
It was reported that this right ventricular (rv) lead was placed in the left bundle area pacing and loss of capture was observed. Subsequently, a revision procedure was performed, and the rv lead was successfully replaced. No additional adverse patient effects were reported.